Event description:
The reporter indicated that a 13.2mm vticm 13.2 implantable collamer lens of -5.50/3.5/075 (sphere/cylinder/axis) was implanted into the patients left eye (os). The reporter states the patient is having problems with haloes. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Date of event: unk. Implant date: unk. Lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).